Event description:
Manufacturer's reference#: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 - date of implementation of UDI in manufacturing.

Manufacturer narrative:
The successful system checkout was performed on provided date of event prior the reported issue. The occurrence of some clinical alarms is visible in the logs, e.g. Airway pressure: high or fio2. No technical errors were found indicating ventilator malfunction. The start up configuration for this anesthesia workstation seems to be pressure regulated volume control (prvc) and in that mode a trigger sensitivity was set to -20 cmh2o. However, in the pressure support (ps), the trigger sensitivity was set to 1 in the flow scale. That means that it is much easier to trigger. The subject matter expert from manufacturer's site recommended to adjust the trigger sensitivity to match the need of the patient when ps mode is used. As a result, the autotrigger will not occur or it will be too difficult for the patient to initiate a breath. The root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that while in use on a patient, there were frequent auto triggers in pressure support mode. There was no patient harm reported. Manufacturer's reference number: (B)(4).